Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had issues priming the insulin pump. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
(B)(4). Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump primed properly. Device passed self test.